Event description:
Mr. (B)(6) is a (B)(6) male with history of nicm with lvad that was admitted on (B)(6) 2015 for elevated ldh on routine office exam. Upon admission to the hospital, he was asymptomatic, his vad was stable and inr therapeutic. He had a therapeutic inr and was continued on coumadin, but was placed on integrilin. Ldh was down-trending during this time. Unfortunately, on (B)(6), patient had a mental status change, no movement of right side, and a mset was called. Cta of the head found a thrombus in the left m1 thrombus and underwent a thrombectomy by ir. He tolerated the procedure well, but did not have much recovery of right upper extremity. He remained off antiplatelet therapy and anticoagulation therapy till cleared by neurology. On (B)(6), aspirin was resumed and subsequent head CT showed devolving cva without bleed. On (B)(6), heparin infusion was resumed and subsequent head CT showed evolving cva without bleed. However, on (B)(6), patient was started on coumadin but, had another surveillance head CT that showed a hemorrhagic conversion with significant fluid/blood level. Patient was hemodynamically stable but neurologically declining, he was made dnr at this pont. On the morning of (B)(6), patient started to have sustained seizures, and was placed on keppra/cerebyx which seemed to break them, however he became unresponsive. The wife felt he would not want to continue in this state, the vad was turned off and placed on comfort care. Patient passed on (B)(6) at 2210.